Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015 additional information was requested and the following was obtained: what confirmation was received that the device was fully fired: the crunch sound was heard of washer cutting after the device was fired. Where within the gap setting scale was the orange indicator prior to firing: indicator was in the green zone prior to firing did the device staple: no were there any staples missing from the staple line: yes the staples were missing from the staple line. What was the shape of the staples (b-formation, irregular, legs straight): none, as staples were missing did the device cut: yes was the cut line fully circumferential around the target tissue: yes if the device fully cut, were all tissue layers present in both donuts when inspected: yes how many counter-clockwise revolutions were used to open the device: half and three fourth how was it confirmed that the anvil was free from the tissue prior to removing: the stapler was easily removed. How was the procedure completed: hand sewn anastomosis. Did the post-operative care change: no did the patient have an additional tests or procedures as a result of the lumen opening up (additional lab work, re-operation, scoped): no what is the current status of the patient: the patient is doing good. The analysis results found that the (B)(4) device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a low anterior resection procedure, after firing circular stapler, the lumen opened up. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.